Manufacturer narrative:
B3: december 2024 is the reported month and year, but the exact day was not reported. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and the cause of the reported issue was due to broken tracers on the latch lock sensor flex sensor. The latch lock sensor and ground strips were replaced to fix the issue.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a cassette locked but not latched error. There was no patient involvement.